Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. The 5.0 x 200 mm supera self-expanding stent system was being advanced over a connect guide wire, there was resistance and the supera got stuck on the guide wire. The supera was still out of the patient. It was realized that the supera had not been flushed before use, so it was being removed from the guide wire when the tip separated. The guide wire was successfully used with a 5.0 x 150 mm and a 5.0 x 80 mm supera to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Additionally, the supera instructions for use (IFU) states, attach a 10-cc syringe filled with saline to the sheath flush port and guide wire flush port to flush lumens and purge air. It is unknown if the IFU deviation caused or contributed to the resistance with the guidewire. Based on the information reviewed, there is no indication of a product quality issue.